Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how much blood was lost (ml)? Not sure of the volume but no more than in any standard vats wedge procedure did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during a video assisted thoracic surgery wedge procedure, the issue occurred with the first firing of the gun. The gun was placed on lung tissue that was described as being thick. The surgeon waited around ten seconds before firing the gun. The firing cycle seemed to progress as normal. Upon opening the jaws of the device, the staples seemed to have only formed on one side of the cut line and were completely open on the other side which was now bleeding. The scrub nurse removed the reload and placed another in the gun which they fired a second time and the same incident occurred. At this point, a new gun was opened with a new reload, this was fired successfully and all of the staples were reported to have formed. Unfortunately no packaging was kept for the reloads and so it is not possible to report lot numbers. Upon discussion with the surgeon after the case, he reported that although it was a very difficult case with very thick tissue, the firing sequence seemed to be the same as in any other case, and he did not notice any 'whirring' or the battery struggling. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n53n4z . The analysis found that the pce60a device was received in good visual condition and with two ecr60b cartridge reload present; it were noted to be fully fired. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.